Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Lot cannot be provided, product cannot be located. Please clarify quantity of product involved? 1 product. Was the sterility of the device compromised? The product was delaminated, the integrity of the product cannot be assured therefore product was not used. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an hepatectomy procedure on (B)(6) 2020 and absorbable hemostat was used. When opening a packet of the absorbable hemostat the packaging delaminated leaving a fine layer of plastic looking layer over the surgical product. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 10/06/2020 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify what product code, the customer experienced the quality issue with. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/22/2020.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 11/5/2020. Additional information was requested and the following was obtained: 1. Please clarify what product code, the customer experienced the quality issue with. The lot was the information customer provided, this product have since been collected from customer and are in the process of being returned for evaluation. Would we be able to obtain this information from the returning device? Can confirm that the returning device is the impacted product reported. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/12/2021. Investigation summary: one pouch with tyvek and orc of product code 1901gb and lot number 3905403 was received for evaluation. The product was decontaminated and well package. The received device was manipulated and was not in its original packaging. There was one pouch, with the tyvek wrapper inside. The front part of the pouch (with product name and product code) was missing and a plastic layer was visible. No damage was visible except a few creases on the pouch. The pouch was then opened for investigation purpose by the complaint handler. The tyvek wrapper was in good condition as well as the orc. The defect on device seen during the product evaluation is aligned with the defect described in the event description ("when opening the packaging delaminated leaving a fine layer of plastic looking layer over the surgical product"). Nevertheless, the defect identified is not linked to a manufacturing issue. This type of defect is known and was assessed in a corrective action (CAPA). Investigations conducted through CAPA concluded that the current amcor m1332 foil package for surgicel family products is deemed safe and effective. Indeed, the orc piece and tyvek wrapper remains protected by the plastic layer and the sterile barrier is not impacted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.